Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) and consumer via a device manufacturer representative (rep) regarding a patient who was receiving dilaudid at an unknown dose and concentration via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that the patient had pain and a dye study was planned for (B)(6) 2016. It was unknown what environmental, external, or patient factors may have contributed to the issue. The patient was noted to be alive - no injury. It was later reported that the catheter was revised on (B)(6) 2016. The catheter in the pocket had a tear in the proximal piece. The surgeon was unable to remove the pump connector from the pump and could not separate from metal. It was noted that the pump had to be replaced. It was further noted that the catheter was kinked in the spine. The surgeon released the kink and good flow resumed. The pump segment was replaced as well as the pump. It was noted that 10 mg/ml dilaudid at 1 mg/day was in the pump.

Event description:
Additional information was received from a device manufacturer representative (rep). The patient's pertinent medical history was unk nown. The patient experienced nausea and a return of pain.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Analysis of the catheter found damage to the transition tube and difficulty with the sc connector led to explant. Analysis of the pump found overinfusion.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a company representative. The patient was receiving dilaudid 10mg/ml at 1.997 mg/day, clonidine 500mcg/ml at 99.87 mcg/day and bupivacaine 20mg/ml at 3.995 mg/day via an implantable pump. The physician was unable to aspirate the catheter during the dye study. The patient showed up with symptoms of withdrawal on the day of revision. The pump logs were normal.

Manufacturer narrative:
This pump was subjected to over-infusion (oi) CAPA testing. No further oi CAPA testing is required per the CAPA team. The return product analysis (rpa) finished out the destructive analysis. No new/additional anomalies found during destructive analysis. Analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.